Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level th1s on (B)(6) 2011 . During the procedure, the physician tried to inflate the inflatable balloon tamp bilaterally; however decided to inject cement unilaterally (only from the left side) due to defective right anterior wall which was confirmed by the image. The procedure was completed successfully. There was no cement leakage during the procedure. Pain was improved after procedure. Patient was ok at bed rest, but at movement the pain still remained. On (B)(6) 2011, the patient consulted the hospital. An x-ray showed that the cement moved to the right anterior, and a part of cement was projected from the vertebral body. There was no impact to the aorta. The cement was just sandwiched with collapsed anterior wall (upper and lower). At this time, no patient effect was reported. Patient's status is good. There is no consequence to the patient. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.